Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was just back from repair, fails occlusion 28.74psi. The event happened during testing.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Customer complaint of, failed occlusion test with 28.74 psi, cannot be confirmed through, occlusion test. Performed delivery accuracy test 3 times with results as follows, 20.4ml, 20.3ml and 20.4ml. I was unable to identify or replicate customer complaint. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.